Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump had case damage and was over infusing. The volumetric rate that they reported from their testing was within the range that mmdg considers not reportable. When the pump was returned to mmdg for investigation and repair the pump was found to be over infusing at a reportable rate. (B)(4).